Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Tissue buildup was observed on the jaws. The heater wire was flexed away from the hot jaw. The wire remained attached at the base of the jaws. Due to the damage to the heater wire the device was unable to be evaulated for cautery function. Based on the condition of the device as returned, the reported complaint was confirmed for bent wire. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after completing a series of branches the harvester noticed the vasoview hemopro cautery was not working as expected. The harvester pulled the device out of the leg, but had a little trouble. After it was removed, she noticed that the wire in the tips was bent and a piece had come loose. A replacement device was used to complete the procedure. No patient effects.

Manufacturer narrative:
On (B)(6) 2015 05:19 pm (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after completing a series of branches the harvester noticed the vasoview hemopro cautery was not working as expected. The harvester pulled the device out of the leg, but had a little trouble. After it was removed, she noticed that the wire in the tips was bent and a piece had come loose. A replacement device was used to complete the procedure. No patient effects.